Event description:
The customer reported that the device won't recognize a battery inserted into slot a.

Manufacturer narrative:
(B)(4). The customer reported that the device won't recognize a battery inserted into slot a. The battery slot b is functioning just fine. There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the failure. The problem was isolated to a faulty power pca. This was a malfunction of the power pca that caused a failure to detect batteries in slot a.